Event description:
Selective angiography of the left common carotid artery documented a normal proximal, mid and distal left common carotid artery. The bifurcation was adequately visualized. The left external carotid was normal. There was trivial narrowing and atherosclerotic plaguing at the origin of the left internal carotid artery. The proximal left internal carotid artery was mildly tortuous with mild concentric calcification. Approx 2cm from the origin, there was a very discrete, short, concentric 80% narrowing with brisk antegrade flow. Inner cerebral branching pattern was normal. The lesion was easily crossed with the filter, which was deployed without difficulty. Pre-dilatation was performed to include the culprit lesion as well as the origin of the internal carotid artery. Because of the distance of the lesion from the origin of the internal carotid artery, a 4cm protege rx stent was chosen. The stent was deployed without difficulty. Post stent deployment, post dilatation was attempted with a 6x20 mm balloon. However, the physician could not maneuver the 6mm balloon across the distal culprit lesion. The distal tip of the balloon would become entrapped in the stent because of its open cell design despite a variety of maneuvers and repositioning of the wire and sheath and the pt's head. Several inflations were performed in the proximal portion of the stent across the origin and as close to the culprit lesion as feasible up to a max of 12 atms. Even after this maneuver, the physician could not advance it across the culprit lesion. It was therefore, exchanged for a 5x20 balloon which was advanced across the culprit lesion with some difficulty. This balloon was inflated up to a max of 14 atms. After this, the filter was recaptured without difficulty. Repeat angiography was performed. Final result was excellent. There was no residual stenosis at the culprit site with brisk antegrade flow. There was no change in the inner cerebral branching pattern. Successful and complex difficult angioplasty and stenting of the left internal carotid artery.